Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on an orthopedic unit.

Manufacturer narrative:
Additional information provided: g.3 device history: review of the sn (B)(6) service history record showed the device had a manufacture date of 12/07/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) on an orthopedic unit.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on an orthopedic unit.